Event description:
Refrence number: (B)(4). Event occured in egypt. It was reported that the patient faced high blood glucose level event on (B)(6) 2026. The blood glucose level was 280 mg/dl and the patient was treated with pump. No further information is available.